Event description:
Related to MFR report # 2183959-2012-00398. It was reported that the pt had mesh erosion. The "polypropylene mesh" was palpated at the, "left apex corner, piece is 1 x 1 cm." The pt had a mesh revision procedure on (B)(6) 2012.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.